Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated with thermage energy level 1.0-3.5 and vibration level 1 on the face. The patient was given anesthesia (sm cream) prior to the procedure. One hour after the procedure, the patient noticed a blister on the corner of the mouth. The physician thinks the blister will heal without permanent scarring. One month after the procedure, the patient was seen for a follow-up and the burn healed. The patient was given hydroquinone cream for the resulting pigmentation. Reportedly, the treatment tip was inspected prior to and during the treatment and no abnormalities were seen.

Manufacturer narrative:
Despite attempts to obtain additional information form the clinic, no additional information has been received. The device was not returned for evaluation. A review of the device history record did not find any nonconformities or anomalies related to the complaint. Blisters are known possible patient reaction to thermage treatment. (B)(4) recommends application of topical steroidal or antibiotic preparations in cases where blisters have formed.